Manufacturer narrative:
The field service engineer (fse) observed the tray in/out motor was jammed. The fse also observed the peristaltic pump tubing had collapsed (did not open and close in response to the movement of the peristaltic pump) which caused the waste fluid to overflow from the wash station onto the sample trays and out of the instrument onto the bench. The fse noted the peristaltic pump tubing had not been replaced since the unit installation and was worn. The fse replaced the peristaltic pump, the pump tubing, and the tray motor to resolve the issue. The fse noted the customer cleaned the fluid with paper towel. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the peristaltic pump tubing. (B)(4).

Event description:
The affiliate stated the customer reported probe position error system message and diluted blood flowed onto the sample tray involving the cytomics fc500 mpl flow cytometer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer indicated no erroneous patient results were generated or reported from the laboratory. There was no patient impact associated with this event. The customer performed system shutdown and restart but did not resolve the issue. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.